Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
Additional information: g3, h2, h3, h6 the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one cardiomems patient electronic system was received for evaluation. Visual inspection of returned material revealed functional damage to the power extension cable in the form of the jack connector being completely broken off, exposing internal wires. The event of sparking could not be replicated and no visual evidence of sparking was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient reported that sparking was observed when the patient electronics unit was powered on. The unit was replaced and there were no adverse consequences reported by the patient.